Event description:
The caller stated that while he was using his sleep apnea machine for approximately 4 hrs he was awakened by smoke emitting from the mask. He noticed that there were flames erupting from the rear of the unit. He immediately unplugged it to contain the fire. The unit was scorched and during the incident he was able to inhale the smoke. He contacted the fire dept to report the incident as well. The MFR was not contacted as yet. The caller was advised by the fire dept to file a report with the agency. (B)(4).